Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch #m91c90. The device was received with the top of the I-blade upper tip broken off. The broken tip was returned with the device. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the surgeon was cutting and sealing and as he advanced the I-blade it hit a "filshie" clip that was not visible. This caused the I-blade to snap. The piece of blade that snapped was removed from the patient and is enclosed in the returned device. This caused a delay of around three minutes while retrieving the snapped blade. A new enseal device was used and the procedure completed successfully. Surgery was prolonged three minutes. There were no adverse consequences for the patient.